Event description:
A literature report was received by shockwave medical japan via the cvit 2024 abstracts. A 90-year-old man was admitted to the emergency room for chest pain. After a coronary computed tomography (CT) scan due to suspicion of unstable angina pectoris (uap), a semi-emergency coronary angiography (cag) was performed. There was a stenosis in the left anterior descending artery (lad), and percutaneous coronary intervention (pci) was performed on the same day. A severe calcified plaque was found in part of the lesion thus intravascular lithotripsy (ivl) was performed. However, slow flow occurred. The stent placed in the area with the most calcified volume had expanded into an elliptical shape. The procedure was then completed with a thrombolysis in myocardial infarction grade 3 flow (timi3) score. The date of the procedure is unknown.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the slow flow could not be definitively determined based on the information available. There was no ivl device malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.